Event description:
The customer reported that the device experienced a power pca failure during use on a pt. The user switched to a backup device and there was no adverse pt impact.

Manufacturer narrative:
(B)(4). An initial evaluation found that the device was unable to detect a pads test load and pads ECG signal. A failure to acquire pads/paddles ECG could prevent the delivery of therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.